Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. However, eval was unable to determine the cause. Evaluation of known contributors to system error 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that the spectrum displays system error 322 alarms. There was no pt involvement. Device was from the ICU area. No further info was available.